Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Bsc ID # (B)(4). Tw# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery. A 3.00x20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was observed that the stent was deformed. The physician advanced a promus premier drug-eluting stent and placed it inside the synergy stent and the procedure was completed. No patient complications were reported and the patient's status was fine.